Manufacturer narrative:
One 3 lesion nt1100¿ pain management rf generator was received for analysis. Visual inspection of the returned product confirmed all input and output connectors are free of physical damage and all labeling is legible and correctly oriented. Ac power was applied to the rf generator and a successful power on self-test was observed. Functional testing also confirmed user defined target temperatures were successfully achieved during the application of rf energy. No faults, warnings or irregular heating periods were encountered during the evaluation performed. The field reported issue was not reproduced. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event cannot be conclusively determined as no abnormalities were identified. The returned generator functioned as anticipated during the evaluation period. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During the procedure, the generator would not heat to temperature and as a result the procedure was cancelled and a medial branch block was performed instead. There were no adverse consequences to the patient.